Event description:
Customer reported receiving an error message on their freestyle lite blood glucose monitor and as a result of being unable to test, experienced symptoms of hypoglycemia and had a seizure. They also reported being diagnosed with severe hypoglycemia at a health care facility and being told by a doctor to take less insulin, and have a snack to alleviate the symptoms. It should be noted however, that during a troubleshooting with adc customer service rep, it was discovered the customer was not using the meter properly applying blood before blood drop and test strip symbols display. The rep educated customer how to properly conduct a blood test. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.